Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use. It has been mentioned that the paint on the distal tip was peeling. Hence the device was replaced. The procedure was completed successfully by using another needle. No patient complications have been reported. The product is not expected to be return because it was discarded at the facility. The distal tip has no other abnormalities other than paint peeling. The issue has occurred outside the body during unpacking.